Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to the pin of the electrical connector being shaved and a crack on the distal end. In addition, evaluation found the up/down knob could not be locked securely due to wear of the forceps elevator lever, the grip was cracked, the air/water and suction cylinders were discolored, the sheet holder unit was corroded due to water leakage, the distal end was deformed, the adhesive around the objective lens was worn, the objective lens was scratched, the bending section cover adhesive was worn, the connecting tube had buckling and was scratched, and the ultrasonic probe was loose. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that air/water leaked from the distal end of the evis exera ii ultrasound gastrovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the acoustic lens was peeled, scratched and damaged. The report is being submitted due to the damaged acoustic lens found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cracked acoustic lens could not be determined. Olympus will continue to monitor field performance for this device.